Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards south korea affiliate, during a transfemoral procedure with a 23mm sapien 3 ultra valve, abnormal tearing of esheath tip occurred.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Device related photos were provided by the facility, and the following was observed: the sheath distal tip was torn, the tip does not appear to have opened along the axial score line, as stretching was observed, and the sheath was fully expanded, as designed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for esheath distal tip torn was confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. Product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. Additionally, a CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified the pra. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion during thv advancement may have contributed to the distal tip tear. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.